Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system log files remotely and found a remote alert indicating host computer failed to communicate with the generator. Further troubleshooting was performed to verify the mpd control board and switch connector, however the system powered on and issue persisted. The power supply 24v, mpd control unit, cube cvfd-5 assembly, and pfs272 powertray fru were sent to customer for replacement. After installation, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.